Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will not be return for analysis.